Event description:
I have still have not received any replacement CPAP machines stemming from the philips recall. I have 3 machines that were affected; (B)(4). I had to purchase another machine, out of pocket to contribute my sleep apnea therapy. I am just looking to get a refund on these devices so I can get the additional machines that I need for travel and such. FDA safety report ID # (B)(4).